Event description:
Procedure type: anterior resection. According to the rptr: it was difficult to close the gun initially. The safety catch seemed to be disengaging married up to do the anastomosis. When it fired, the blade cut, but the staples did not deploy. Instead the anastomosis opened up exposing the stapler and the uncrimped staples were clearly visible. The surgeon then had to hand stitch, and externalize the purse string to remove the anvil. Then redo the anastomosis. Pt is fine and no other unanticipated issues arose due to this incident.

Manufacturer narrative:
(B)(4).